Event description:
Complainant alleged that medics were defibrillating a pt in cardiac arrest and the device would not discharge. The medics successfully administered two (2) initial shocks to the pt however, after charging device energy a third time, the device displayed a "defib pad short" user-interface message upon the attempt to discharge the energy. The medics applied defibrillation electrodes to the pt and connected the universal pt cable to the electrodes but the device again issued the "defib pad short" message. The medics obtained another device and continued to treat the pt without further incident. The pt subsequently expired.